Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced a myocardial perforation, pleural effusion, and pain with right ventricular pacing. It was further reported that there was placement difficulty and possible lead dislodgement of the right ventricular lead. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.